Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter received in 2 pieces. Microscopic examination and tactile inspection revealed a kink in the shaft, 23 cm from the tip and a complete separation at the collar/proximal shaft bond and damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2015. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). During the use of a guidezilla guide extension catheter, the collar portion kinked while being advanced to the target lesion. The procedure was completed with the use of non bsc device. No complications were reported and the patient s status was good. However, the returned product analysis revealed a complete separation at the collar/proximal shaft bond and damage to the collar.